Event description:
The company received info that suggested that the hub became separated from the tube while in pt use. The customer reported that the failure occurred after about 2-3 weeks in pt use. The customer reported that the pt was re-intubated with a new tube and no harm to the pt was reported. The customer indicated that they will return the sample for eval.